Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 6 hard to close. The field service engineer removed the medications obstruction the sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the medicine stuck in the bottom of the drawer and drawer failed to recover. The customer tried to recover the storage space by rebooting the station but issue stayed persistent. The issue was causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.